Manufacturer narrative:
We have not received the complaint device for evaluation. However, we have observed the reported incident in the pictures that was provided to us by the contact person at the hospital. In the provided pictures, we observed two of the blades did not close properly into its retainer slots while the device was held in closed configuration. All of the blades are designed to be enclosed within its retainer slots at this position. Device was checked before use by the surgeon and he found the device to be functional. At this time, we could not conclusively the root cause of the failure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Device is currently in transit to manufacturer. Until product evaluation is completed, we remain inconclusive on the root cause of the device malfunction.

Event description:
Pretest ok. The elv could not be closed in the first passage. The last 2 cm of the vein were cut. A new valvulotome was used for the next passage.